Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with moderate calcification and 100% stenosis in the left anterior descending coronary artery. Pre-dilatation was performed with unspecified semi-compliant balloon and a 3.0 x 48 mm xience xpedition stent was implanted at 16 atmospheres. Fluoroscopy showed a dissection occurred at the distal end of the stent. Another xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.